Event description:
It was reported that during a lar, contour was applied in rectosigmoid junction. The surgeon fired but the instrument blocked, and no clips were applied. The tool did not work at all from the start, it was realized that the spigot was crooked causing it not to arm and lock. It never cut, as it was not used, and they opened a second one and the surgery was completed. No fragments generated. The surgeon replaced it and finished the operation. The surgery was delayed by an unknown amount of time. Instrument was replaced. The surgery was completed with no patient consequences.

Manufacturer narrative:
(B)(4). Batch # u5f38r. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the gcs40g device was received with no apparent damaged and with a reload loaded. The reload was received with all staples protruding, the washer uncut and with the knife recessed below the reload deck. The ledge of the lockout showed no indentations. The drivers were noted to be partially advance. The reload was removed from the device and the anvil and washer were found to be detached. The device was tested for functionality with a test reload and it fired, cut, and formed the staples as intended. The cut line and the staple line were completed, and the staples meet the staple form release criteria. The condition of the reload is consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. It should be noted that to reload the device insert the new reload into the metal housing and snap it into position. The tracks on each side of the reload should be used as guides to align the reload within the jaws of the instrument. When the reload is properly aligned, push the reload into the instrument until it is fully seated. Remove the staple retainer. Check that the reload is held firmly within the jaws. If the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for additional information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.